Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed that during normal operation of the device, an event caused a transient high current condition on vdd mode resulting in a momentary decrease in voltage vdd supply. When this happens the glitch detection circuit in the device generates a reset pulse to the microprocessor commanding a power on reset firmware operation.